Event description:
Device 1 of 3: reference MFR report: 1627487-2011-09093, reference MFR report: 1627487-2011-09094. The pt received the scs system on (B)(6) 2011. It was reported that the entire system was explanted due to (B)(6) at the ipg and the lead insertion sites. The pt had been hospitalized for at least a week. The pt is being treated with a drainage system and will be receiving home health follow-up care post discharge. No further information is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.